Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a humerus osteosynthesis procedure, when the surgeon was taking off the battery housing, ar-600lbh, off of the handpiece, ar-600, he accidentally activated the handpiece, injuring his thumb. Due to this injury, the surgeon then dropped the handpiece and broke the ar-600lbh. The surgeon was attended to and the case was completed without any adverse effect to the patient, as a new handpiece was used.

Manufacturer narrative:
Complaint not confirmed. During device functioning, a known good battery housing, battery and attachment were assembled to the device, since the returned battery housing was returned damaged/broken. When powering on, the device worked as intended with no issues. The locking mechanism for the battery was checked and it was functioning as intended.the most likely cause is stated in the complainant's narrative, that the device was accidentally activated causing the injury.